Event description:
It was reported that in the intensive care unit, 8 hours after the catheter was placed in the pts femoral vein, a leak from the catheter body was found. As a result, the catheter was removed and the new kit was opened and used without issue. There was no reported delay, death, or complications to the pt as a result of this occurrence.

Manufacturer narrative:
(B)(4). F/u report will be filed if additional info becomes available.